Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump demonstrated under delivery of medication via the administration set. The pump stated that it is delivering volume to the patient, but volume was not delivered to the patient. No patient injury was reported.